Event description:
Boston scientific received information that during a routine device change out procedure, this right atrial (ra) lead exhibited loss of capture. Sensing and impedance measurements were acceptable. It was reported the lead fractured during the case just below the device header. The lead was surgically abandoned and replaced. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.